Event description:
In 2009, an amplatzer duct occluder ii ("adoii") was successfully implanted. The defect was sized by angiography. The next day, twelve hours post-procedure, the adoii was noted to have embolized from the ductus to the corner of the left femoral artery. The adoii was successfully retrieved percutaneously via the venous femoral approach. Another larger device was successfully implanted. The patient's current status was noted to be excellent.

Event description:
In 2009, the sales rep reported the pt was implanted with an ipg in 2009, and developed an infection at the ipg site 10 days later. The pt was hospitalized, due to an infection. A culture was performed, and positive for pseudomonas putida and pseudomonas stutzuri. The pt was on a PICC line for antibiotic therapy (peripherally inserted central catheter) and then released from the hospital 3 days later. The pt was treated 4 days later with a wound vac system. The scs system is still implanted.

Manufacturer narrative:
This event was initially reported on september 24, 2009; however, this event was reported in error. The amplatzer duct occluder ii does not currently have FDA approval for use in the united states.

Manufacturer narrative:
The 5-6 amplatzer duct occluder ii ("adoii") was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Aga had requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive since no additional information was received. The cause of the patient's embolization remains unknown